Event description:
It was reported that a dissection occurred during a transcatheter aortic valve implant procedure. Vascular access was obtained at the right femoral artery and a dilator was used separately before insertion of a 14f isleeve. Patient anatomy was not tortuous and no resistance was encountered when inserting or removing the isleeve. The procedure was completed with the same device. Upon removal of the isleeve, a final angiogram revealed a dissection at the access site. Bleeding was resolved with manual pressure. In the physicians opinion, the transition between the isleeve and the dilator contributed to the dissection. The patient was stable post-procedure with no further complications reported.